Manufacturer narrative:
Physio-control has performed numerous attempts to follow up with the customer regarding the status of there device but no response appears to be forthcoming.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device will intermittently not detect that a therapy cable assembly is connected. As a result, a patient load may not be detected which could delay or prevent defibrillation if it were necessary. There was no patient use associated with the reported event.